Event description:
A file separated in the canal during a procedure. The patient is scheduled for a follow-up visit to attempt retrieval, though it is not known as of this report if the separated piece was successfully retrieved.